Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 576 mg/dl. The customer treated with a shot from a pen. After 45 minutes, the customer's blood glucose went down to 461 mg/dl. The customer stated that he did 22.7 units through the pump and bolus wizard. The customer was advised to monitor the pump and blood glucose. The customer declined to troubleshoot for the pump.